Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's interstim device worked very effectively to target their symptoms but 2-3 weeks ago the patient's symptoms returned and loss of symptoms control. Patient synced with the ins during the call and confirmed stimulation was on and using program 3 at 0.5v. Patient tried increasing during the call up to 6.4v however stated that they could feel stimulation at the implant site which was different than the place that they used to feel it at. Patient then reported that they had a fall about 2-3 weeks ago. Patient was advised to lower amplitude back to 5.0v and turn ins off. Patient stated that they fell around the same time the symptoms returned. When they fell, they had to drag themselves to the front door and pull them self up on the hip nearest to the implanted ins. Patient was directed to follow up with their healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had an appointment with a healthcare professional (hcp) and was examined. The patient was then sent to a different hcp and the patient was sent to get an x-ray. The hcp commented that the x-ray looked fine. The patient reported that the symptom return, loss of symptom control, and feeling stimulation at the implant site when stimulation was increased had not been resolved. The patient stated that the hcp did not know how to get stimulation and was in the process of contacting a manufacturer representative (rep) to meet with the patient in the office. The patient reported that she had vibration/shooting/soreness in the right hip rather than where the vibration should be vibrating. No further complications were anticipated/reported.